Event description:
It was reported by the customer that a pyxis medstation es system was not able to do a critical override since the orders were not crossing to the device, preventing access to all medications. Customer added that the stations were set to auto- critical override for 30 minutes, but this function did not send the stations to auto critical override. This has affected 10 hospitals and over 300 devices. Customer was able to retrieve medications from central pharmacy and all other medications were retrieved once the override was successfully toggled. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the devices could not receive messages from hospital's software and were not able to be placed on critical override. A technical support specialist restarted external messaging service and deployed interface services utility to resolve. The system was functional as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device orders were not crossing over and unable to go to critical override. A technical support specialist restarted external messaging service on es server to resolve the issue. The system was functional as intended after being accessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system was not able to do a critical override since the orders were not crossing to the device. This prevented access to all medications. Customer added that the stations were set to auto- critical override for 30 minutes, but this function did not send the stations to auto critical override. This has affected 10 hospitals and over 300 devices. Customer was able to retrieve medications from central pharmacy and all other medications were retrieved once the override was successfully toggled. There were no adverse events or injuries reported based on this incident.